Manufacturer narrative:
Pending investigation.

Event description:
As reported, the surgeon was screwing the blue compression screw into the glenoid plate and a small spiral of metal came off the screw. The surgeon did not want a new compression screw, he was happy with the screw and continued on with the surgery. All fragments/parts/pieces were removed from the patient. There was no reported surgical delay/prolongation.

Manufacturer narrative:
Please disregard initial report as this event was reported in error. This event has not caused or contributed to a death or serious injury and is unlikely to cause or contribute to death or serious injury should it recur.